Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "difficulty to breathing," "allergic symptoms," swollen, hot and rough are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, dyspnea, skin irritation, inflammation, hypersensitivity and use of device issue: "[contraindications/ prohibitions] intended patients do not use in the following patients "patients with known hypersensitivity to the product ingredients or to amide-type local anesthetics. " the product contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. 3. Malfunctions and adverse events the following malfunctions and adverse events have been reported, potential adverse events are included but not limited. (2) adverse events nodule, beading, granuloma, allergic reaction/hypersensitivity, herpes, loss/lack of correction, migration of the product/displacement, necrosis (caused by embolization and compression of blood vessels etc.), numbness/paresthesia, pain, abscess, infection, angioedema, discoloration/coloration, haematoma/ecchymosis, itching, inflammatory reaction, redness/rash, swelling/oedema, others (autoimmune disease, dizziness, deeper wrinkle/scar, dry skin, dyspnea, flu-like symptoms, headache, malaise, myasthenia, nausea, scar, symptoms of autoimmune/connective tissue disorders, syncope, vasospasm, vision abnormalities, etc.) (3) other adverse events adverse reactions (the frequency is unknown) hypersensitivity: skin symptoms (such as urticaria), edema, etc. 6. Other precautions product is to be used as supplied. Modifications or use of the product outside of the directions for use may adversely impact the sterility, homogeneity, and performance of the product."

Event description:
Patient reported after injecting themselves to the face with juvederm vista ultra plus xc their face became "swollen, hot and rough" and they "felt difficulty to breathing." Also the patient concomitantly injected themselves with belotero soft. The patient saw a physician who noted it was an "allergic symptom" and treated the patient with an intravenous drip of steroid and prescribed prednisolone. Symptoms are ongoing.